Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x225plus rfs was defective. The following information was provided by the initial reporter: during our qualification exercise we have found some defective units.

Event description:
It was reported that ultrasafe x225plus rfs was defective. The following information was provided by the initial reporter: during our qualification exercise we have found some defective units.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/12/2021. H6: investigation: the customer issued a complaint for damaged ultrasafe, separated from syringe detected during qualification process. Photos and 3 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.